Event description:
The distributor reported the following event: the surgeon stated, the valve appeared faulty and was draining too quickly. The patient felt "duisleg".

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.